Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer complained of questionable results for multiple tests from their cobas 6000 c (501) module. The customer provided 1 instance of a reportable malfunction for ise indirect na for gen.2, 1 instance of a reportable malfunction for gluc3 glucose hk gen.3, 1 instance of a reportable malfunction for ua2 uric acid ver.2, and 2 instances of a reportable malfunction for crep2 creatinine plus ver.2. It was not provided if all the discrepant results were from either the same or separate patients. The initial sodium result was 180 with a repeat result of 140. The initial glucose result was 0 with a repeat result of 8. The initial uric acid result was 2 with a repeat result of 550. The initial creatine result was 57 with a repeat result of 131. The initial creatine result was 19 with a repeat result of 167. No units of measurements were provided. It was unknown if the erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The sodium, glucose, uric acid, and creatinine reagent information was not provided. The results obtained are consistent with the sodium hydroxide detergent dripping unexpectedly back into the reaction cells. The investigation is currently ongoing.

Manufacturer narrative:
The technician determined the detergent 1 flow path was defective allowing naoh from the cell rinse unit to fall onto the reaction cells causing dilution of most results and higher sodium result. Various parts of the fluidics circuit were replaced. Investigations determined the issue to be resolved by the service actions.